Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7033738, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of pus and blood coming from the pocket site were noted. The patient was prescribed with antibiotics. The patient underwent an explant procedure.